Event description:
It was reported that the user, new to the ilet system with g7 cgm and 23" insets, experienced episodes of low glucose followed by high glucose while using the device and was not routinely entering meal announcements, occasionally using a dinner announcement as a corrective action. Symptoms included hypoglycemia with a reported nadir of 48 mg/dl and hyperglycemia with a reported peak of 401 mg/dl, with the user reporting no perceived symptoms during these excursions. Outcomes included the need for troubleshooting and education, assignment for additional training, and guidance on treatment of hypoglycemia with oral glucose. Investigation included review of device report logs and clinical coaching referral. Investigation of this case revealed user technique and use-pattern issues, including omission of meal announcements, potential overtreatment of hypoglycemia, and use of announcements as corrections, contributing to glycemic excursions. It was concluded, based on previously established findings for similar reports, that the cause was use error related to meal announcement and hypoglycemia management rather than device malfunction.